Event description:
Drive devilbiss was notified of an incident involving a wheelchair by the end user who stated that she was attempting to transfer from the bed to the wheelchair using a transfer board when the wheelchair moved causing her to fall to the floor. The end user claims that the brakes were engaged at the time of the event and claims there is an" issue with the brakes." The end user sustained bruising to her right hip and legs and both feet and ankles were swollen. The end user was hospitalized and is now in a rehabilitation facility. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.